Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and hospitalization were not reported.  Twenty-eight days after event onset, the patient was recovered from the event. Action taken with pd therapy was unknown. No additional information is available.